Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was well before and after the procedure.